Manufacturer narrative:
Service provider reports having inspected the device and no operational issues were found. Provider reported also having inspected the environment in which the event occurred as well as the transport vehicle. The vehicle was a modified minivan with lowered floor and a cassette style of ramp that extends and retracts into the floor. Provider stated the angle of the ramp visually appears to be ada compliant with minimal degree of angle. Provider reports having the family reconstruct the scene as to where the vehicle was parked at the time. Provider reports where the vehicle was parked, when the ramp is fully extended, it rested on the side of a slight upwards slope. It was described that the ground at the end of the ramp is not flat but angled upwards, and when the end-user reached the end of the ramp, the provider speculated the device pitched forward due to momentum and this caused the chair to tip forward where the footplates contacted the ground and folded backwards. This scenario was what was explained to him by the family who witnessed the event in real time. The family claimed that the end-user normally places the seating in a tilted position to distribute the weight towards the rear, but on this day the end-user had very little to no tilt in the seating. Provider reports the end-user, nor the family made any allegations or claims that the device malfunctioned in any way to have contributed to this event. Perrnobil recommended the addition of front support wheels to be installed on this device in efforts to mitigate any chance of recurrence. The DHR was reviewed, and the device was found to have met specification prior to distribution .

Event description:
Received report claiming while exiting a transport vehicle via an incorporated ramp, when reaching the bottom transition to the parking lot, the chair reportedly tipped forward causing the footplates to hit the ground. When this occurred, the footplates folded upwards causing injury to the end-users foot requiring medical intervention.